Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: 8253200, patient interface (B)(6), response 3.0, serial/lot #: (B)(4), UDI#: (B)(4). Manufactured 2010-09-10. Product evaluation: analysis results are not available for the mainframe, (B)(4); evaluation expected but not yet begun. Interface, (B)(4): service and repair could not verify ¿no stimulation response¿. Interface was working; however, the wave washers were bent. This would not affect the functionality of the device. Replaced it and relabeled item with UDI label. The item was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim response 3.0 system was not picking up or doing anything intra-operatively. The device was recognizing the electrodes from the setup to monitoring screen; the nerve location was known but not detecting it. There was no patient impact.

Manufacturer narrative:
The product analysis indicates service and repair could not replicate / verify issue reported. The device was received with old software. The software was upgraded and missing feet were replaced. The device was tested and passed all manufacturing specifications. (B)(6) (patient interface, nim 3.0): the product analysis indicates the reported issue could not be verified. The device was working. A bent wave washer was replaced. The device was repaired, cleaned, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.